Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Service could not duplicate the customer's complaint "runs slow"; however, a flow error was identified. The flow error was isolated to a damaged gearbox. The flex and gearbox were replaced. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer states that the unit runs slow.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit runs slow.